Event description:
A bag (2/3 of etoposide/doxorubicin/vincristine) was hung around 1 pm mid-(B)(6). The bag should have finished 24 hours later, but did not finish until almost 27. Biomed sent an event report to pharmacy for their investigation. Biomed tested the pump, no problem found, all tests passed with no error. The device was returned to service.